Manufacturer narrative:
Due to the surgeons needs, the part number and lot number of the bone screws implanted and the one that was broken was not able to be recorded. The bone screws that were used in the case were four (4) lot number v13's, one (1) lot number v11 and one (1) lot number v09 all with part number 5302-3514 and one (1) lot number v11 with part number 5302-3814. As it was reported, a 3.8x14mm tcs locking screw was used as the additional bone screw, this bone screw was not the bone screw that the locking collar broke off of. A 3.8mmx14mm tcs locking screw is part number 5302-3814. Thus, the tcs locking bone screw which had the locking collar break off must be part number 5302-3514. The lot number cannot be determined from the information presented, reference e-mails. The tcs locking screw that locking collar broke off could be from lot v09, v11 or v13. The device history records for the part number 5302-3514 and lot numbers v09, v11 and v13 were reviewed. The review revealed there were no anomalies or non-conformances were generated during the manufacture of the product that would contribute to this complaint condition. A corrective and preventive action that was performed as a result of this incident. The locking bone screws that were returned from incidents with the locking collar dissociating from the bone screw where investigated under a magnifying lens. Witness marks from the locking collar and the bone screw match up in location and appearance. Most significant marks were located on the head of the screw showing a spiraling mark suggesting something stationary scraping along the head during insertion. In addition, marks were seen on the tail end of the thread suggesting the screw was put in off-angle and/or off center. A failure scenario was hypothesized to occur if the screw was placed shallow and/or off-center biased inferiorly towards the endplate with the midline slot. A test part (p/n 5302-3513) was obtained and inserted into an implant seated against bone foam to these this hypothesis. The screw was able to be mal-positioned as to disengage the collar during insertion. Magnified images were taken and the markings match with those parts that were returned from the field. Based on these findings, the root cause of the incidents was determine to be caused by the surgeon not placing the awl guide in the optimum position in creating the pilot hole as current instrument design did not allow for an accurate placement of the pilot hole. New awl guides (endoskeleton® tcs bayonetted awl guide, 2.5mm and 2.0mm) are being introduced into endoskeleton® tcs instrument sets. Device not returned.

Event description:
During a case, a gold ring cap broke off of a tcs locking screw. The screw came from tcs caddy # 8082. The procedure being performed was an acdf on level 4-5. Due to the gold ring cap breaking off of a tcs locking screw, an additional 3.8x14mm tcs locking screw was used. The broken screw did not cause the case to be prolonged much longer than a minute or two. The case went on as planed and was completed. There was no adverse effects to the patient. The locking collar of the tcs locking bone screw (5302-3514) fell off while implanting the screw with the tcs driver. Sales representative could not recall which tcs driver was being used; however, sales representative indicated that 99% of the time they only use the straight driver (5210-1004). The locking collar that had fallen off was removed from the patient.

Manufacturer narrative:
Due to the surgeons needs, the part number and lot number of the bone screws implanted and the one that was broken was not able to be recorded. The bone screws that were used in the case were four (4) lot number v13's, one (1) lot number v11 and one (1) lot number v09 all with part number 5302-3514 and one (1) lot number v11 with part number 5302-3814. As it was reported, a 3.8x14mm tcs locking screw was used as the additional bone screw, this bone screw was not the bone screw that the locking collar broke off of. A 3.8mmx14mm tcs locking screw is part number 5302-3814. Thus, the tcs locking bone screw which had the locking collar break off must be part number 5302-3514. The lot number cannot be determined from the information presented, reference e-mails. The tcs locking screw that locking collar broke off could be from lot v09, v11 or v13. The device history records for the part number 5302-3514 and lot numbers v09, v11 and v13 were reviewed. The review revealed there were no anomalies or non-conformances were generated during the manufacture of the product that would contribute to this complaint condition. Device not returned.

Event description:
During a case, a gold ring cap broke off of a tcs locking screw. The screw came from tcs caddy # 8082. The procedure being performed was an acdf on level 4-5. Due to the gold ring cap breaking off of a tcs locking screw, an additional 3.8x14mm tcs locking screw was used. The broken screw did not cause the case to be prolonged much longer than a minute or two. The case went on as planed and was completed. There was no adverse effects to the patient. The locking collar of the tcs locking bone screw (5302-3514) fell off while implanting the screw with the tcs driver. Sales representative could not recall which tcs driver was being used; however, sales representative indicated that 99% of the time they only use the straight driver (5210-1004). The locking collar that had fallen off was removed from the patient.